Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices (10058464) used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) with esophageal variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were tangled on the ligator head and would not deploy. The device was then removed from the patient and once outside the patient, the physician attempted to deploy band and it worked fine. Reportedly, the device was reinserted and it deployed some bands. The same issue occurred with second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no serious injury or adverse patient effects reported as a result of this event.

Manufacturer narrative:
Received one speedband superview super 7 with the ligator head for analysis. A visual examination of the device found no damages in the handle, ligator head, or any other section of the device. The ligator head teeth were not bent nor kinked, and the bands were not present in the ligator head which indicated that all bands were deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices (10058464) used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) with esophageal variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were tangled on the ligator head and would not deploy. The device was then removed from the patient and once outside the patient, the physician attempted to deploy band and it worked fine. Reportedly, the device was reinserted and it deployed some bands. The same issue occurred with second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no serious injury or adverse patient effects reported as a result of this event.